Event description:
It was reported that during the implant procedure a micro-dislodgement of the right ventricular (rv) lead occurred when connecting the lead to the device. The slack was too tight and there was intermittent capture along with a decrease in the r-wave amplitude. The physician decided to reposition the lead and while moving it in the rv chamber, spontaneous helix deployment was observed. The lead was then successfully placed into the rv septum with subsequent normal lead testing and capture. It was stated that approximately 30 minutes post-procedure a cardiac tamponade occurred (details not provided). Electrocardiogram (ECG) monitoring showed good ventricular capture similar to post-repositioning in the lab and the rv lead remains in service.